Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to mv chop on both the ra and rv lead. Both these leads are non-bsc leads intermittent spikes were seen also on both channels. Technical services recommended to have the patient seen in the clinic for evaluation. Technical services recommended to leave mv off and suggesting to program the ra lead to unipolar. Lss switched the device to unipolar and it was noted there were 59 inappropriate atr events due to muscle noise. High pacing impedances measuring greater than 2000 ohms were also observed. Currently, the device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).